Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) and section b describe event or problem a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 had failed. A field service engineer (fse) performed a t-shot and found that the rail guides were misaligned. Fse adjusted and aligned the rails, checked the sensors and release/latch, and resumed testing. No further issues were observed, and the user verified proper operation with inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, half-height drawer was continuously failed once closed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 4.1 only opened halfway. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.